Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, lot #: 16037140 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect issues with scs or that it caused any issues patient had. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient will undergo an explant procedure.